Event description:
After 3 1/2 years of cochlear implant use, this pt reportedly visited a hot spring in 11/2003 and developed in ear infection. Medical treatment was not effective and eventually the skin flap broke down. The pt's device was explanted on 06/29/2004. At the time of the explant surgery, he was reimplanted in the contralateral ear.